Manufacturer narrative:
The concerned device "shiranui ex" is an over the wire (otw) type semi-compliant pta balloon catheter compatible to 0.018 inch guidewire (gw). "Shiranui ex" has no approval in us, however, we will report this case as an incident occurred on the similar device for "crosstella otw" (otw-type pta balloon dilatation catheter, 0.018 inch gw compatible) that is distributed in us under 510(k) # k152873, and so on. The device history record (DHR) of "shiranui ex" with lot no. Sp036099 was reviewed and no nonconformity or abnormality was found in its manufacturing processes. The device met its material, assembling and product specifications. The concerned used device "shiranui ex" was returned and investigated: the distal torn off portion of the balloon with the distal tip, and the entire catheter shaft from the torn off position of the balloon through the hub parts were returned; the balloon was torn apart at c.a. 37mm, in the middle of the balloon, from the distal edge. Probable cause and comments: we speculate the reported situation as follows: the balloon was injured and finally burst after long time inflation in the calcified lesion; when the doctor tried to withdraw the catheter out of the patient, the burst and bulky balloon portion was trapped in the lesion or the orifice of the sheath device, and; by further attempts to withdraw forcibly the catheter, the balloon and the inner shaft was torn off and the distal portion of the broken balloon-portion remained in the patient's vessel. The reported problem is determined not to be caused by any defect of the device.

Event description:
This pta balloon catheter was used for a vascular access interventional therapy (vaivt). The doctor inflated this balloon for a long time in a calcified lesion and the balloon burst. When he pulled out the catheter from the patient, it was found that a half of the balloon with the distal tip was missing. The doctor placed another blood-access in the other arm of the patient and successfully took out the broken balloon portion remained in the patient vessel by using a snare device.